Event description:
It was reported that: this was a very sick pt, chronic alcoholic, liver disease, cardiac complications, who was not expected to live. The pt was admitted to the hosp for cholecystitis. The pt was placed on the ventilator because of respiratory arrest. There reportedly was a conflict between the respiratory therapist and the pt's family regarding the care being provided. The therapist gave the family the impression that there was something wrong with the ventilator. The pt was moved to ICU, had a second respiratory arrest, and died several days later. Risk management reported to draeger medical, inc. That a review of the pulse oximeter and EKG reading indicated that there was no ventilator malfunction causing or contributing to the pt's death. It was also reported that the family of the pt has retained an attorney and the therapist has been fired.